Event description:
It is reported via email six (6) kits would not work. Each of the kits were tested to make sure they inflate and deflate before being placed in the pt. It is also reported that the systems inflated, but would not deflate.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is reported that the kits were never placed in the pt and were discarded. A territory manager responded on 07/15/2014 to assess the situation regarding syringe attachment, three kits were evaluated for inflation/deflation, the results were confirmed for deflation difficulties. A final quality evaluation was performed on 01/24/2014 and an investigation was performed by the third party manufacturer, (B)(4), on 12/09/2013 based on the review of the device history records and retained samples. Summary of the investigation is as follows: initiated discrepancy reports (dr) in (B)(4) system to conduct and document investigations; reviewed device history records (DHR's); reviewed retained samples from each lot ID in question. During the review of the DHR's and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. In conclusion, the supplier confirmed that the retained samples met the product quality specifications. No further action is required form the supplier. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. In order to investigate this complaint, 33 unused catheters from lot 13vm507073 were returned to convatec. Lab evaluations were conducted on these samples following the instructions for use included in the fms kit. The detailed results were documented in lab report (B)(4). In summary the lab operator was able to withdraw water from the balloon into the syringe in all 33 unused catheters. "Six (6) kits would not work" therefore; a separate 3500a form has been completed for the other 5 kits under pt identifier(s) (B)(4). (This is report 5 of 6 to capture these cases) this MDR was originally planned to be submitted with the asr as part of the retrospective review that was committed to the FDA following the warning letter. However, during the current FDA inspection, the FDA investigator suggested that this MDR be filed now.